Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: patient had bad headache today and when she looked at her pump screen, it said it wasn¿t primed. Her blood glucose (bg) was 300 mg/dl. Reporter states the pump didn¿t alarm to alert her it wasn¿t primed. The pump will be replaced. The bg excursion does not meet the criteria for an adverse event. This complaint is being reported because the pump failed to emit an alert that the pump was not primed.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: testing could not duplicate customer complaint, tested decibel range of audio function. Tested higher than specification (56 dbs) at 66.5 dbs. Tested loss of prime alarm with audio; audio present during a loss of prime alarm. Unrelated to the complaint, the battery compartment is cracked, between case seal and grip.